Manufacturer narrative:
A supplemental MDR is being submitted for additional information. The following sections of this report have been updated: added new information to e.1 telephone number.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 device code and type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Sheath shaft separated from sheath housing hub. The strain relief is circumferentially cut, and a section of the strain relief is attached to the sheath housing; the remainder of the strain relief is attached to the sheath shaft and a section is inverted over itself, revealing the shaft under the strain relief. Imagery was provided from the site and revealed the following: esheath+ housing hub detached from sheath shaft. Introducer inserted through hub. A portion of the strain relief appears to have remained attached to the comnut. Remainder of strain relief is on the sheath shaft and a portion is inverted on itself, revealing a section of the shaft under the strain relief. Additionally received information states, ''confirmed the strain relief was cut and pulled back to visualize the end of the hub''. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed through evaluation of the returned device and provided imagery. Although review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. The event description states, ''during procedure, no difficulty was encountered inserting esheath into patient. After valve deployment, there was no withdrawal difficulty of esheath but the esheath+ hub was completely detached from the partially expandable portion during its removal''. Although it is reported that ''the patient had a rupture in the posterior wall of the common femoral artery in transition to the external iliac artery after the partially expandable part of the esheath+ was removed and clamped from the vessel'', additionally information clarifies, the approach was a surgical cut-down, the femoral artery was clamped with the sheath in place. The sheath was then removed, and the femoral artery injury was visibly seen. In this case, the surgical intervention was not related to the separation of the hub from the esheath. The injury was an indirect cause due to clamping the femoral artery with the sheath in place. Therefore, the separation of the hub from the sheath did not cause the reported damage to the femoral artery. Per evaluation of the returned device and provided imagery, the proximal flared end of the sheath shaft is completely displaced in reference to the sheath housing hub. The observed failure mode is similar to the previously identified failure in product risk assessment (pra), in which there was a failure of the compression fit between the sheath shaft and sheath housing. In this case, the sheath shaft/housing separation occurred during withdrawal. It is possible that this connection could have been weakened prior to this step. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels are known potential risks or adverse events associated with the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well-recognized complication of the transfemoral tvr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve (all models) can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for an (14 fr sheath is 5.5 mm). As such, available information suggests that unconfirmed manufacturing factors and procedural factors (clamping the femoral artery with the sheath in place) may have caused or contributed to the vessel injury and not related to the sheath hub separation.. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) and a corrective action preventative action (CAPA) were previously initiated to capture the investigation of these type of events and drive any potential corrective/preventative actions.

Event description:
As reported, it was a case of an implant of a 23mm sapien 3 ultra valve, in aortic position by transfemoral access with surgical approach. The valve was successfully deployed. During removal, the esheath+ hub was completely detached from the partially expandable portion. As a consequence, the patient had an injury due to this event in the posterior wall of the common femoral artery in transition to the external iliac artery. A significant reduction in blood pressure occurred and the injury was surgically repaired with a graft. The partially expandable part of the esheath+ was removed and clamped from the vessel. The patient was in stable condition.

Manufacturer narrative:
The investigation is ongoing.